Event description:
It was reported via voluntary facility medwatch #mw1039903 (attached), stent embolism difficulties were experienced. The express biliary ld pmtd 6.0 x 30 x 135cm stent was advanced over the wire to the left iliac, at which time, the physician determined the stent was not the correct size for the lesion. The stent was pulled out over the wire (not visualized under fluoroscopy.) When fluoroscopy was repeated, he noted that the stent had come off of the delviery balloon. Add'l info has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that the stent and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.